Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was slightly tilted inward causing charging difficulties. The patient underwent a revision procedure wherein the ipg was repositioned. The ipg remains implanted in patients body. The patient successfully communicated and charged the ipg postoperatively.